Event description:
The customer reported that an erroneously elevated loci high-sensitivity troponin I result was obtained on a patient sample, when tested on a dimension exl with lm system. The initial elevated result was reported to the physician(s) but not questioned. The sample was repeated on the same dimension system and obtained a lower result. The patient was redrawn after two hours, and the redrawn sample was repeated on the same dimension system, yielding a lower result. The lower results were considered correct, and a corrected report was issued to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed erroneous result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample when tested on a dimension exl with lm system. Siemens reviewed the instrument data and the information provided by the customer. Temperature checks and contamination readings were within acceptable limits. Reagent issues were ruled out based on quality control (qc) recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation was not warranted because erroneous result was not reproducible. Based on the available information, the cause of the erroneous result cannot be determined. The issue was resolved by routine troubleshooting. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.